Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons was not working. Customer's blood glucose level was 163 mg/dl. Customer stated that insulin pump was not working properly and a high pitched tone was occurring even with new battery. Customer confirmed that the time was not advancing. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.